Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a request to review remote transmission data for possible reprogramming recommendations. The patient exhibited atrial flutter (af) with a irregular ventricular rhythm (occasional vp, occasional vs) observed. Occasionally, farfield oversensing of the af on the right ventricular channel had been marked as ventricular fibrillation. To date, the patient has not seen clinically. However upon return for the next scheduled follow-up, the ts consultant recommended a sensitivity programming adjustment. No resulting adverse patient effects and no inappropriate therapy was delivered. Subsequently, the patient was brought back for an evaluation at which time a micro right ventricular (rv) lead dislodgement was confirmed via x-ray imaging. The physician elected to replace the rv lead; the associated device remains implanted and in service. The patient was discharged with no reported adverse effects.